Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2021-01172(tw#(B)(4)). Please refer to mfg report number 2249723-2021-01172 for all information for this complaint event.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not recognize the batteries. There was no patient involvement, and no adverse event reported.